Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a nurse via a manufacturer representative. The impedance measurements were not written down but, if it were strange impedance measurements, the manufacturer representative would have known this and indicated this is something that is usually checked. The cause of the burning sensation was unknown. The reason the ins was moved from the buttocks to the abdomen on (B)(6) 2017 was because the upperside of the pocket was red and painful. It hurt less with comfortable clothes like "jogging pants". The patient wanted the ins in the abdomen if it's possible. The device will be explanted on (B)(6) 2017.

Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was a burning sensation around the ins. The patient was experiencing stabbing pain and burning pain at the pocket. The event occurred shortly after implant. The patient had pain around the pocket, allodynia of skin, red skin/red spots on the skin, and pain deep in the pocket. The patient didn't have a fever. Qutenza did not improve the symptoms. The ins was moved from the buttocks to abdomen on (B)(6) 2017. After changing the position of the ins, the pocket was well cured. However, the pocket was now swelling and the skin under the ins was red. The healthcare professional was asking if there are any ins models with a different metal case that could be used. It looked like the ins was causing the symptoms. However, the manufacturer does not offer any custom-made neurostimulators (for example with another top coating). An explant will occur probably soon.

Manufacturer narrative:
Analysis found no anomaly with the implantable neurostimulator (ins). If information is provided in the future, a supplemental report will be issued.